Manufacturer narrative:
The returned device was examined. The handle was found to have migrated such that there was a gap between the handle and the shaft. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the handle of driver was starting to come off of the shaft. The doctor noticed the handle was spinning making it difficult to use the driver during a case. Another driver was used instead.